Event description:
It was reported that the bd alaris pump module infusion set had damaged / defective tubing. The following information was provided by the initial reporter: faulty blood tubing - chamber upside down. Platelets spiked by rn, required re-spiking due to faulty tubing. Ref #(B)(4). All other blood tubing stocked on ca9 assessed by this rn, no other tubing with obvious chamber issues.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.